Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that was detached prematurely. It was reported that when taking the coil from the hoop, it detached and fell on the floor in the operating room. There had not been any friction or other difficulty. No attempt had been made to detach the coil. The delivery pusher was not rotated. The coil had not been repositioned. The coil was replaced to continue the procedure. It was noted that all devices were prepared per the instructions for use (IFU) and continuous flush was administered during the procedure. The issue occurred prior to use; there was no patient involved.

Event description:
Additional information received reported there was no damage or evidence of tampering to the device packaging. It was unknown if the pushwire was secure in the guidewire clip/rubber stopper when the package was opened. The cause of the coil separation/premature detach was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.